Event description:
It was reported that a malfunction alarm with code 12 occurred. The customer did not report any adverse impact to their blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.